Manufacturer narrative:
(B)(4)

Event description:
It was reported that during normal device change out procedure, the physician noted an insulation anomaly on the right atrial lead. The insulation was repaired with medical adhesive and a suture sleeve. The lead remained implanted. The patient was discharged.